Event description:
It was reported by the customer that a pyxis medstation es system displayed a black screen. Customer stated that the drawers were not being detected on device and there was a delay in dispensing medication to patient care workflow there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the main enhanced half height drawers 3.1 & 3.2 had failed and not able to detected by bus. A field service engineer replaced the module board and both drawers to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.